Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed openings during the analysis. ¿ crease/folding of implant: not observed. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedures deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, b6, d9, h3, h6

Event description:
Healthcare professional reported right side "rupture" confirmed via MRI. Healthcare professional additionally reported "fear alcl" and textured exchange due to patient concern with the device. Healthcare professional later reported "few radial folds" confirmed via MRI, and upon removal of the device, it was not ruptured . The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1 b5 d6b h6.

Event description:
Healthcare professional additionally reported textured exchange due to patient concerns with the device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" confirmed via MRI. This record is for the right side. Device remains implanted.